Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to confirm motor position encoder error alarm, compromised force sensor system alarm and unable to perform any tests due to motor error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had motor position encoder error sometimes alarmed compromised force sensor system. The customer¿s blood glucose level was 78 mg/dl. The customer stated that the drive support cap appears normal (slightly indented) the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.